Event description:
It was reported that when the doctor places the reinforcement the staple line does not come out smooth or straight. It comes out in the shape of a scallop. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was the staple line reinforcement a j&j product? Was there any problem with the stapler? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was there any other problem with the device? Yes it was a j&j product. No to last 4 questions. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.